Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. The patient condition was not known.

Event description:
Additional information received indicates that the patient presented to clinic. Device interrogation revealed excessive bluetooth telemetry. The message was cleared and telemetry was restored.